Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tube separated when the healthcare provider reorganized the tube to smooth the infusion. The event was noted during infusion. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
Received one used list# 14687-15 primary plum set. As received separation in the tubing was observed. A cut was observed in the tubing between the y-clave and the cassette. The deformation on the tube was observed to be smooth with straight edges as well as an elongated oval shape with pinch marks 180 degrees apart, typical of scissors. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of tubing separation can be confirmed due to the cut tube observed. The probable cause of the observed damage is unknown; however, it would have occurred outside of ICU medical control.